Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper and lower cases were broken, the battery release and the battery drawer were contaminated, the battery contacts were compressed, the keyboard was damaged and the serial number label was torn. Further analysis was performed on the main pcb. This analysis confirmed the battery removal failure was caused by a capacitor component failure. (B)(4).

Event description:
It was reported during checkout of the device, it turns off immediately after removing battery. Device does not run 10 to 15 seconds with no battery per manual. The device was returned for repair. There was no patient involvement.